Event description:
In (B)(6) 2022, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient was hospitalized for a stoma site infection. She remained in the hospital for two days. In the hospital she was given unknown IV antibiotics, and was provided a prescription for oral amoxicillin upon discharge. The stoma site infection was resolving.

Manufacturer narrative:
Reference number (B)(4). The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.